Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the monitor of the navigation system lost display functionality after the system was powered down and that the power light was not illuminated. Restarting the navigation system did not restore functionality. The connections on the navigation system were checked and verified. Restarting again brought back functionality. There was no patient present when this issue was identified. No additional information was provided.